Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the hf sensor measurement/ readings were observed inaccurate during sensor check via echocardiography. Subsequently, the hf sensor was recalibrated. Reportedly, the sensor does not appear to be stable following recalibration.